Manufacturer narrative:
(B)(4). DHR of the lot shows, that the right material and components were used and that the instrument meets all specifications. All working steps are documented. Complaint instrument 544965t, lot f5-02 was received in (B)(4) on (B)(4) 2016 and forwarded to the supplier for further investigation. The draw rod is broken at distal end. Supplier reported on the (B)(4) 2016 that they received instrument 544965t, lot f5-02 for investigation. The pull rod is broken at distal end and strongly deformed. The instrument has never been repaired before. It was delivered to tfx in (B)(4) 2015. Root cause is overstressing of the instrument during use. The instrument can be repaired. Root cause is not manufacturing related. No corrective action taken in manufacturing.

Event description:
Alleged event: the doctor closed the hem-o-lok and when removing the applicator to load he noticed that the core of the applicator had been left inside the patient. The piece was removed from inside the patient without causing damage. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the doctor closed the hem-o-lok and when removing the applicator to load he noticed that the core of the applicator had been left inside the patient. The piece was removed from inside the patient without causing damage. The patient's condition was reported as fine.